Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a visual and microscopic examination found that the stent was damaged at various locations. The six most proximal rows were pushed distally and bunched up. Struts on rows at the middle of the stent were misaligned. There was blood inside the balloon and inflation lumen indicating a leak was present during the procedure. The inner and outer were torn longitudinally over a length of 70 mm from the distal side of the guidewire exit port bond extending distally. The end of the corewire was protruding through this tear. This type of damage could result from the guidewire being pulled away from the catheter. The hypotube was kinked at various location. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that shaft kink occurred. A 32mm x 3.00mm ion stent was selected to treat the target lesion. The complaint device was observed to be kinked. The procedure was completed with another of the same device. No complications were reported and the patients' condition is stable. However, returned device analysis revealed stent damage and shaft polymer extrusion leak.